Event description:
It was reported that during a pacemaker implant procedure, the right atrial lead could not be deployed. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.